Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the sheath peeled back on the introducer during the procedure. There were no contributing factors reported. It was replaced with a new introducer to resolve the issue. It was reported the affected product had been discarded. No patient symptoms were reported. No further complications were reported or anticipated.